Manufacturer narrative:
Block d9 & h3: visions pv .014p rx catheter was returned for evaluation. Block h3: the visions pv .014p rx catheter was visually and microscopically inspected. A guide wire was received together with the catheter, but were not intact. The catheter was separated in two parts (broken and exposed microcables with sharp edges and core wire exposed with a sharp edge). Additional observation found damage to the guide wire exit port, resulting in rough edges of malleable shaft material. Block h6: the probable cause of the reported failure is damage in use. Strain, impact, and forces associated with handling may affect the integrity of the device.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Ethnicity: no information available. Suspect product(s): not applicable for this device. Implant and explant date: not applicable for this device. The visions pv .014p rx catheter has not been returned for evaluation, thus no returned product investigation was performed. Recall, or correction/removal number: do not apply to this submission.

Event description:
It was reported that during a peripheral procedure, during pullback, the physician noticed under fluoroscopy that the tip separated from the catheter, but was still intact to the guide wire. The sheath was pulled back and the physician performed a cut down approach at the groin to ensure the tip did not get caught in the sheath or detach from the guidewire. The catheter, guidewire, and sheath were removed as a unit. No piece was retained in the patient. The procedure was aborted since the whole system was removed as a unit. The patient was discharged in stable condition, but not successfully treated. This adverse event and product problem is being submitted due to the tip separation requiring surgical intervention and removal as a system.